Event description:
The reporter stated that the surgeon had inserted a toric single piece silicone lens model in 2007 and on a post-operative visit he noted the lens was not sitting in bag correctly and noticed a tear in one of the footplate haptics. The surgeon enlarged the incision to remove the lens and put in same type lens and used a suture to close the incision. The reporter stated that the lens tear was due to lens not loaded correctly by the technician.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows one haptic is torn off and missing. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and there was no similar complaints.